Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized due to a heart attack. It was stated that the customer's blood glucose levels were over 500 mg/dl at the time of the hospitalization. The medical doctor stated that the high blood glucose levels could have caused the heart attack. The infusion set was changed the infusion set prior to the heart attack. Troubleshooting was done and the insulin pump was programmed correctly except for the time, which was off by one hour and thirty minutes. The insulin pump passed the leadscrew and self tests. The tubing clamp was not available to perform the high pressure test.